Event description:
It was reported that during a carotid stenting treatment procedure, a shaft fracture occurred. The 80% stenosed lesion being treated was located in the non-calcified, moderately tortuous, right internal carotid artery. Upon advancing a 20 mm x 4.00 mm emerge balloon catheter, the device fractured at mid shaft. The device was successfully removed and the procedure was completed with a 4.0 x 20 mm non-bsc balloon catheter. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).